Manufacturer narrative:
Analysis of the pump found high resistance in regards to the battery.

Event description:
Information was received from a healthcare provider (hcp), device manufacturer representative (rep) and consumer regarding a patient who was receiving fentanyl 1050 mcg/ml at an 335 mcg per day and bupivacaine 23.7 mg/ml at 7.561 mg per day via an implantable pump for non-malignant pain. It was reported the patient was in the emergency room with an 8474 personal therapy manager (ptm) error code which indicated the pump was in safe state and that a reset had occurred. The patient had tried to give herself a bolus and got the error code. The pump had critically alarmed due to the abnormal battery failure. The ptm activation reportedly "triggered the battery alarm after re-starting the pump" per the hcp. The patient thought the pump stopped giving medication completely. The event date was listed as 03/11/2016. Patient symptoms consisted of increased pain and burning legs which were sudden in onset. The hcp planned to get a rep paged to read the pump logs to confirm the reason for the safe state/reset. Later that day, a "reset occurred - low battery" message was confirmed after the pump logs were reviewed by the rep. The pump was subsequently replaced due to the depleted battery. Following the procedure, the patient recovered without sequela. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.